Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read over 1000 mg/dl in the emergency room (ER). The patient was treated with intravenous fluids and insulin. Aunt stated there were 5 bags hooked up to him, but she was not sure exactly what all was in each of the bags. He was also given an eeg. The patient stayed for three nights in the ICU (intensive care unit) before being discharged. The patient recently had a kidney transplant and was fighting an infection. The hospital prescribed him amoxicillin to take home, but after they got home they told him not to take it since the patient had a previous kidney transplant, and they prescribed a different antibiotic (name unknown).